Manufacturer narrative:
(B)(4). Eval method/results/conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
The patient was scanned with an intera 1.5t mr system and received burns on both the inner thighs. The investigation is still ongoing on this event and a final report will follow.